Event description:
It was reported that a patient's superion indirect decompression system was replaced with a competitor's device. It is currently not known why the device was explanted.

Event description:
It was reported that a patient's superion indirect decompression system was replaced with a competitor's device. It is currently not known why the device was explanted.